Manufacturer narrative:
There was no pt present. Product svs reported tracking was found to be reduced a little toward the back of the volume during functional testing. The camera failed the aak test at .64mm along with above normal line separation of 1.94mm. The camera was out of calibration. The camera was replaced per RMA to resolve the issue. No pt was present; however, case was determined to be reportable as the camera was out of calibration which could cause injury to pt if the incident occurred during surgery.

Event description:
A site contact called to report camera was not detecting probes/ frames correctly. There was no pt present.